Manufacturer narrative:
B3 event date month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage migrated after deployment. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the p1 segment of the right posterior communicating artery. The max diameter was 3.6mm, and the neck diameter was 3mm. The landing zone was 1.8mm distal and 2.38mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the pru level was 230. It was reported that the pipeline device migrated post deployment after 10 minutes. The aneurysm was uncovered and was filling due to migration of stent. Another flow diverter was implanted telescopically to cover the aneurysm. The cause of the migration was unknown. The pipeline had been implanted at the intended location with full wall apposition achieved. No side branches were covered by the pipeline. The patient did not experience any symptoms or complications. Angiographic results post procedure were said to be ok. The devices were prepared according to the instructions for use (IFU). Ancillary devices include non-medtronic guide catheter, microcatheter, and guidewire.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.